Manufacturer narrative:
Actual sample has not been received. The investigation is in process. A review of the device history record found a certificate of compliance certifying that this lot met all material and testing requirements. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed, however, the physician should use the technique most appropriate for the individual patient's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system. The IFU warns that some objects may be too large to the removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the bard dimension stone basket if the object is too large to be removed endoscopically. Potential complications that may result from the use of a basket in an endoscopic urological procedure can include inability to disengage from irretrievable object. A supplemental report will be filed upon completion of the sample evaluation. Baseline report previously filed. A field correction has been implemented and reported, which consists of notifying physicians and hospitals of revisions to our existing instructions for use.

Event description:
It was reported that during a stone extraction procedure using the transurethral approach with a flexible scope, the basket broke inside the pt. Prior to the basket breaking, the doctor lased a stone approx 5 mm in size while it was inside the basket. After the urologist removed a stone out of the kidney, he tried to pull back the basket. The nitinol basket/ iron drive wire stayed inside the pt and the doctor was left with only the handle and the sheath. The doctor used grasping forceps to remove the nitinol basket/ iron drive wire from the pt during the initial procedure. The pt had no strictures but many stones. Add'l info has been requested but not yet received.